Event description:
The customer reported via phone call that they had moisture damage on the insulin pump. Customer's blood glucose was 178 mg/dl at the time of the incident. Customer stated there is moisture under the screen and it looks like the water grommet was compromised. As a result, it caused water to leak in after the pump was left in the cooler. Customer stated that the pump was on ice and it is vibrating without an alarm or alert. Customer also stated that the pump display immediately went blank after it was exposed to moisture. Customer mentioned there is a constant tone occurring and the pump won't turn on at all. Customer was advised that the insulin pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronic assembly. The motor assembly was found with traces of moisture. Unable to test for displacement, rewind, basic occlusion, prime/a33, excessive no delivery and occlusion due to blank display. The insulin pump has cracked reservoir tube lip and minor scratched lcd window.